Manufacturer narrative:
The device subject of the event was returned for evaluation and confirmed the device was broken at the end of the water slot. Additionally, it was found that the tip angle of the device was bent inwards which is indicative of the device being dropped or mishandled. The current stock inventory of the usp10 was reviewed and found to be within specifications. Through follow-up with user facility personnel, hufriedy learned that the customer was using the tip on high power and with excess pressure. The usp10 is a medium power tip. Hufriedy counseled user facility personnel on the proper use and operation of the usp10, including how to set and use the power at medium. No additional issues have been reported.

Event description:
The user facility reported that during a dental procedure the tip of their p10 piezo tip s-series (usp10) detached in the patient's mouth and was swallowed. It was reported that the patient was sent to receive a chest x-ray which was negative confirming the tip had been swallowed.